Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the connecting hose of liquid waste bottle 1 had burst while using the alinity m system. The customer suspected the connecting hose of liquid waste bottle 1 was not securely fastened after liquid waste bottle 1 was emptied and placed back. This resulted in liquid waste build-up, leading to the burst of the hose. As a result, liquid waste was dispersed into the system solutions drawer as a result of the burst, and leaked outside of the instrument onto the walking surface. The burst occurred within the enclosed instrument, while the system solutions drawer was closed. The leak was discovered while the system solutions drawer was closed. There were no injuries associated with the leak and all appropriate personal protective equipment (ppe) was worn when cleaning the spill and decontaminating the walking surface. Field service engineer (fse) ordered replacement tubing and cleaned the system solutions drawer and floor liner. Fse replaced the liquid waste bottle sensor and primed all four (04) waste motors with water. Fse verified proper fluid flow into the liquid waste bottles and sensor functionality. The customer accepted the instrument for routine use. There was no patient involved as the leak was identified by the alinity m system user.